Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the programmer required a software update. It was also found on analysis that the stylus tip position on the touchscreen required calibration. There was a small crack in the bezel (considered acceptable). There was some small damage near the keyboard front latch (considered acceptable). All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer which returned into service subsequently tested out of specification during manufacturer analysis. There was no patient involvement reported.